Event description:
The service report shows that while performing incoming eval testing on a c2801 portable ventilator which had a preventative maintenance requested, the co's customer support engineer (cse) found the outlet check valve assembly leaking beyond specifications. Upon speaking with the customer to provide add'l info, the cse noted the customer said "the ventilator was becoming more difficult to breath from and cutting off the inspiration during ventilation". The outlet check valve was replaced during the scheduled preventive maintenance at which time was found the ventilator to be 2000 hours over due. No death or serious injury or change in therapy was verified.